Event description:
A customer contacted beckman coulter inc. (Bci) regarding a glucose (glu) result of 3.0mmol/l generated by the unicel dxc 600 pro synchron chemistry analyzer. It was the laboratory policy to repeat glu results when <3.6mmol/l the sample was rerun and gave a result of 6.5mmol/l. This result was reported outside the laboratory. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
System is calibrated every 48 hours. Qc is run every eight hours. A field service engineer (fse) was on-site and replaced the glucose module, however, a clear root cause for this event could not be determined to date.